Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, while the users were dissecting the bladder flap, an unspecified probe error message was displayed and the tip of the subject device was found to be damaged. The subject device reportedly was withdrawn from the pt without the damaged tip becoming disconnected from the device. The intended procedure was completed with a different but similar device. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the initial reporter to obtain additional info. The initial reporter reported that the probe was fractured, however, there was no fragment dislodged in the pt. There were reportedly warnings during the procedure including several open circuit warnings, check probe, probe failure, all accompanied with audible alarms. The device referenced in this report was returned to olympus for eval. The eval found the probe was broken at the base. The broken off portion of the probe was also returned. The probe was broken at 10mm from the base and the fracture site was noted with scratches and indentation. The referenced device failed the probe check with an error code u509. The teflon pad was found slightly melted at the tip. There was foreign tissue buildup on the probe surface and n the wiper jaw which restricted its movement. The consistency movement of the jaw and the handle was fine. The handle load, rotation knob torque, and the switch function were fine as well. The device had been forwarded to the OEM for further eval.